Event description:
This report summarizes one malfunction event from a single source. A review of the event indicated that model 607530 implantable port experienced a tear, rip, or hole in device packaging. This event was received from a single source. Of this event, the device was not used on the patient. The patient¿s age, sex, and weight were not provided. The 607530 implantable port was returned to the manufacturer and is pending investigation. Also, a photo was examined.